Manufacturer narrative:
The customer reported that the laser beam was no longer being emitted out of port 2 from the embedded laser in the system. The customer also reported that the emergency stop button was blocked. The company service representative examined the system but was unable to replicate any issue related to the reported laser beam issue. The company service representative was, however, able to find an issue with the emergency stop button. The company service representative replaced the stop cable to address the issue. The system was then tested and met all product specifications. The system was manufactured on june 30, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet relevant specifications in relation to the single port laser issue specifications; therefore, the root cause of the reported event cannot be determined conclusively. The root cause of the reported emergency stop button can be attributed to a nonconforming stop cable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the emergency stop button locked and there was no more laser beam on port two of the system. Additional information has been requested, but none has been received to date.